Event description:
It was reported there was high impedance with no noise found and a lead issue was suspected. It was also reported the physician determined later that there was a "loosed pin". The device was replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was high impedance with no noise found and a lead issue was suspected. It was also reported the physician determined later that there was a "loosed pin". The device was replaced and the lead remains in use. No patient complications have been reported as a result of this event.